Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err hwrf. No additional patient or event information is available. Reportedly, it was reported that receiver was exposed to water damage. Labeling indicates: the receiver is not water resistant; do not get the receiver wet at any time. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and hardware errors were observed. The reported customer error icon displayed event was confirmed during log review. A root cause could not be determined.